Manufacturer narrative:
D4 and h4 have been updated with additional lot information. Investigation into this complaint included a quality data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 519785. Complaint history review: a complaint history review (chr) was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785. The chr identified three additional complaints potentially related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. As lot number is unknown, manufacture date and date of expiration have been left blank.

Event description:
Customer reported two false positive patient results reported on their alinity m sars cov-2 assay. The false positive was reported to the patient who questioned the result. Patient took 3 other pcr tests from another lab. The results were negative. The patient took an antibody test that also came back negative. One additional sample was reported by the customer, the patient was asymptomatic and decided to retest the sample at (B)(6) university with pcr and also using home test. The results were negative. The false positives were reported to the patients who questioned the results. There was no impact to patient management caused due to these observations.